Event description:
Medical device specialist reported on behalf a healthcare professional that a patient received a coolsculpting treatment on (B)(6) 2025 while using unknown applicator to the upper abdomen and lower abdomen and experience with suspected case of paradoxical hyperplasia 7 months post treatment. Healthcare professional later reported the characteristics as "treatment area feels very firm and does appear to look larger (but not in a shape of an applicator)".

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.